Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The model/catalogue type of the device was also unknown. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported by a physician that in (B)(6) 2019, during a myosure tissue removal, the performing physician "found resected bowel in the tissue sock/canister" and realized a bowel injury may be involved. No further information was received.